Event description:
On (B)(6) 2011, customer reported that the lh 500 instrument was leaking fluid with some blood in it from the secondary probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the blood sampling valve (bsv) failed to actuate in the manual mode. The tubing was off the pressure solenoid lv16. The leak occurred because the probe wipe was trying to clean the probe, but could not extend to the end of the probe. The tubing was re-attached. The root cause of the leak is the tube came off of the pressure solenoid lv16.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).